Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing on the small battery drive device was cracked. It was also noted that the device failed pretest for check power with test bench; (tick motor type)re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w, check the function with epd-console, check the triggers and ecu function, check compatibility between colibri/sbd and colibr ii/sbd ii, check switching function, check the oscillation angle, check the off/osc/on switch mode function, check the battery case coupling, check the cannulation and check the attachment coupling. It was reported in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.